Event description:
On (B)(6) 2011, a 21 mm trifecta valve was implanted. On (B)(6) 2016, the valve was explanted due to a high gradient, stenosis and calcification. It was replaced with a 21 mm medtronic freestyle valve. The patient is reported to be stable.

Manufacturer narrative:
Gtin number: unknown. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.